Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was leakage from the distal end, the light guide lens, objective lens, and bending section rubber glue were deteriorated, the universal cord was wrinkled, there was play on the angulation control knob and there was insufficient angulation, . However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.".

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this evis exera iii gastrointestinal videoscope, the user facility detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center (rcc).

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for greater than 25 cfu / 100 ml of morganella morganii. In addition, a review of the cds checklist showed the last culture sample was on (B)(6), 2021 and results are not available at this time and have been requested. The scope sampling was performed as part of the facility¿s routine culturing. The customer uses salvanios premium disinfectant/detergent during scope cleaning. The customer¿s bedside pre-cleaning process was not specified and is marked as ¿other.¿ the customer does not use peracetic acid or glutaraldehyde during the scope¿s manual cleaning. The customer utilizes a soluscope 4 automatic endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant to reprocess the scope. The device is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.